Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with the x-ray detectable sponge. The customer stated... When the or inserted the dressing into the body cavity/wound, there was lint everywhere. They had to halt the procedure to pick out all the lint out and remove the dressing. No medical intervention required.